Event description:
It was reported that the patient would have their vns generator explanted for infection. It was reported the patient would be put on antibiotic therapy for 6 weeks post explant and re evaluated for reimplant at a later date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.